Manufacturer narrative:
Updated annex c - inv findings desc 1 to c22 - appropriate investigation findings term/code not available. Updated annex c - inv findings desc 2 to c06 - material and/or chemical problem identified. Updated annex d - conclusion desc 1to d11 - cause traced to user. Updated annex d - conclusion desc 2 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the integrated electrosurgical unit (iesu) or erbe error on power up where error c-00 followed with c-34 error. Fse replaced the defective erbe unit. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and the reported failure was confirmed and reproduced when connected to a system. System logs showed erbe error 25913 c-34, indicating that the high frequency (hf) voltage was too low in the on state. Upon visual inspection, the top cover was found to have a dent, the front bezel had spots and stains, and the heat sink showed signs of discoloration. When the erbe unit was tested on a golden system in normal mode, the c-34 error occurred on startup. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe generator was faulting with an error c-34 that interrupted energy activation. The technical support engineer (tse) was unable to view the live logs at the time and advised the customer that the erbe would need service. The tse walked the customer through installing and testing the backup coviden generator. The customer was able to continue the procedure with the backup generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no errors or functional issues on the system at startup. The customer was able to complete the case robotically with the coviden generator.